Event description:
Jacket was difficult to retract. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Limbs were stented to improve flow but limbs were crossed 360 degrees. Pt was converted to open surgical repair.